Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"1. Specific operational use before carrying out intravenous treatment for the patients, the nurses strictly follow the principle of aseptic operation, take out the disposable needle cannula, after checking the patient's information, the model of needle cannula and the expiration date of the needle cannula, open the packaging of the needle cannula, connect to the infusion set, and prepare to carry out the routine venting operation to ensure that there is no air bubble in the tubing of the needle cannula, and that it can be used for venipuncture and infusion treatment normally, and the actions are standardized in the course of the operation, and no violation of the operation behavior. 2. Adverse events the nurse slowly squeezed the infusion set's murphy's tubing during the venting operation of the needle cannula to try to expel the air in the tubing, but found that the air bubbles in the needle cannula's tubing could not be smoothly discharged, after repeatedly adjusting the height of the infusion set and squeezing the tubing, the venting could not be completed, and it was confirmed that there was no looseness in the needle cannula's articulation or air leakage after checking, and it was further found that there was a possibility of blockage or abnormal smoothness in the internal needle cannula's tubing. The cannula could not be used normally, and no subsequent puncture operation was performed. 3. Impact on the patient this incident led to a short delay in the patient's intravenous treatment plan, a delay of about 3 minutes, did not cause direct physical harm to the patient, no puncture failure, subcutaneous bruising, infection and other adverse consequences; due to the timely discovery of abnormalities in the cannula and stop using it, did not use the problematic cannula for the patient to avoid the risk of embolism caused by the entry of air bubbles into the blood vessels, and did not cause dissatisfaction, panic and other negative emotions of the patient and his family, the overall state of the patient is stable. The overall state of the patient was stable. 4. Treatment measures and results in response to the problem that the cannula could not be properly deflated and used, the nurse immediately stopped using the cannula, gave up the puncture operation, quickly assessed the patient's venous conditions and physical condition, and confirmed that the patient had no uncomfortable symptoms; subsequently, she replaced the cannula with another qualified disposable cannula, and deflated and punctured the cannula again in strict accordance with the standard of asepsis, and the deflating and puncturing was successful, and the venous access was successfully established, and the patient could be able to carry out the subsequent infusion treatment normally. The intravenous access was successfully established, and the subsequent infusion treatment could be carried out normally. The patient was observed to have no redness, swelling and pain at the puncture site, the venous access was smooth, the patient did not have any discomfort, and the treatment progressed smoothly.".